Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The facilities maintenance cleaned and degreased the head drive assembly to repair the bed.